Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of complications with the connector was confirmed and the cause appeared to be related to improper assembly of the device. The two-piece connector for a groshong nxt 4 fr single-lumen PICC was returned for investigation. The connector was received in two pieces. A microscopic examination showed no 4 fr tubing within the distal connector. An attempt was made to advance an unused 4fr groshong catheter through the distal tip of the distal connector, but the catheter would not fit, which suggests that the blue compression sleeve had been pushed into the taper within the distal connector. The position of the blue compression ring within the taper suggests that the connector had been assembled. The lack of tubing within the distal connector suggests that the connector was assembled without the catheter on the metal stent of the proximal connector. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the ¿catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ the two connector pieces should be aligned and slid together until the connector barbs are fully attached. The reported complication appeared to be associated with not following the procedure as outlined in the IFU. The IFU notes, ¿connector portions must be gripped on plastic areas for proper assembly. Do not grip on distal portion of oversleeve.¿ the IFU also states, ¿advance completely until the connector barbs are fully attached. A tactile, locking sensation will confirm that the two pieces are properly engaged. There may be a small gap between the oversleeve and the statlock stabilization device compatible connector with extension leg.¿

Event description:
It was reported by the nurse that the catheter was used for placement via right upper arm under ultrasound on (B)(6) 2017. A failure occurred on the connector, which could not be locked after the catheter had been implanted into the patient's body. A new set of catheter was opened for use, with a new connector used for completion of the operation. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezf2612 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter was used for placement via right upper arm under ultrasound on (B)(6) 2017. A failure occurred on the connector, which could not be locked after the catheter had been implanted into the patient's body. A new set of catheter was opened for use, with a new connector used for completion of the operation. No patient harm was reported.